Event description:
It was reported that a patient and trainer experienced an initial failure to pair the dexcom g7 sensor with the ilet during setup, which was resolved after toggling the g7 bluetooth connection off and on and restarting, after which pairing was successful using pairing code 1911. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included user-guided troubleshooting and education, including sensor restart and bluetooth reconnection steps. Investigation of this case revealed a temporary pairing issue between the ilet and the dexcom g7 that resolved with standard reconnection procedures, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or transient connectivity behavior consistent with normal operation recoverable by restart.